Event description:
Patient called to state that when he tested his blood sugar he was reportedly having readings in the 40's and 50's. Patient advised he sporadically encountered low readings at least four or five times a week and was able to recognize the low readings himself. Patient would drink juice to help bring his bgl back up to normal, which he advised would take at least 45 to an hour. Patient stated he did not have the dates or times of the alleged low readings.